Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the right coronary artery. The 2.50x28mm xience sierra stent was implanted; however the patient experienced myocardial infarction and it was noted a stent strut was fractured. Another 2.50x18mm xience sierra stent was implanted to cover the fractured stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of vascular myocardial infarction is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent break. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.